Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to multi-system organ failure (msof). The patient had a long medical history with many surgeries prior to implant. The left ventricular assist device (lvad) implant was a last resort effort. The implant was followed by diffuse bleeding that required revision surgeries. The msof progressed and caused the patient death. There were no device issues identified. An autopsy was not performed and the device will not be returning for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure, bleeding, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient had a complicated medical history prior to implant and a left ventricular assist device (lvad) was implanted on (B)(6) 2021 as a last resort. The patient reportedly experienced diffuse bleeding following implant that required revision surgeries. The patient also experienced progressive multi system organ failure and ultimately expired on (B)(6) 2021. No autopsy was performed, and the pump was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple organ failures, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended international normalized ratio (inr) values. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.